Event description:
It was reported that a spectrum pump does not prompt IV loading when clip is inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿device does not prompt IV loading when clip is inserted.¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch as the failed component. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.